Event description:
Dealer stated that the left motor is pulling due to the coupler is cracked.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.